Event description:
It was reported that a user experienced an alert indicating a failed dexcom g7 pairing with a replacement ilet during setup, consistent with an intermittent communication failure between devices and involving the antenna and electrical/magnetic components; the issue was resolved after cgm settings were toggled and the pairing code was re-entered, leading to successful pairing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the device¿s antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.